Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch and moisture damage on electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working. Customer's blood glucose level was 126 mg/dl. Customer stated that there were water under the screen and battery compartment. Customer noticed crack inside the battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.